Event description:
Name of procedure being performed miles procedure [name] hospital "after the patient setup was complete, the alexis sheath torn when the doctor inserted his hand into the gel seal cap then pulled it out. New package was opened and procedure was completed. This surgeon performs hals a lot and has been doing 10 cases in last 2 months." Product available for return. Additional information was received via email on (B)(6) 2021 from [name]: "I checked the information and I thought this issue has been occurred because the physician's hand contacted with the sheath and the sheath had an excessive load. Therefore, I think this issue is not a device related event. In any case, since there was no health damage to the patient and no information indicating the serious situation I decided I do not report this event to pmda." Additional information was received via email on (B)(6) 2021 from [name]: "the tear occurred near the green ring and no instruments were inserted into the gel." Patient status: no patient injury. Type of intervention: case was completed with a new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that the sheath of the returned unit had torn. Engineering also observed that a portion of the sheath had uneven cuts. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed. Miles procedure. [Name] hospital: "after the patient setup was complete, the alexis sheath torn when the doctor inserted his hand into the gel seal cap then pulled it out. New package was opened and procedure was completed. This surgeon performs hals a lot and has been doing 10 cases in last 2 months." Product available for return. Additional information was received via email on 19mar2021 from [name]: "I checked the information and I thought this issue has been occurred because the physician's hand contacted with the sheath and the sheath had an excessive load. Therefore, I think this issue is not a device related event. In any case, since there was no health damage to the patient and no information indicating the serious situation I decided I do not report this event to pmda." Additional information was received via email on 22mar2021 from [name]: "the tear occurred near the green ring and no instruments were inserted into the gel." Patient status: no patient injury. Type of intervention: case was completed with a new one.